Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17jc9, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4) to product ID: 3889-28, lot# va17jc9, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient did not have the desired efficacy and that the lead migrated deep past the anterior surface. The lead and implantable pulse generator (ipg) were removed and replaced; it was noted the issue was resolved at the time of the report. No further complications were reported/anticipated.